Event description:
Date: unk. A patient experienced percutaneous liver abcess drainage procedure and the complaint drainage catheter was placed in the body. On (B)(6) 2014: retrieval of the catheter was performed. The procedure was conducted as labeled. However, although a wire guide could be advanced through the catheter smoothly without resistance, the pigtail tip of the catheter separated when the physician attempted to withdraw it out of the body over the wire guide. The separated segment remained in the abcess. No devices such as forceps were used so as to retrieve the catheter, but it was just pulled back by hand. The physician ended the procedure without retrieving the separated segment from the abscess. The separated segment still remains in the abscess. (B)(4) 2014 (new information): the date this event occurred is (B)(6) 2014. The complaint catheter was placed in the patient approximately 1-2 weeks before the event.

Manufacturer narrative:
(B)(4). Event is still under investigation.